Event description:
It was reported that the vns patient was admitted to the ICU during the week of (B)(6) 2015 due to "vns and magnet not working" which suggests that the patient was experiencing an increase in seizures and the magnet was no longer aborting the patient's seizures. The patient's daughter reported that the healthcare professionals "raised the leads on the vns device and increased the volume, and fixed the magnet." It is unclear what the patient's daughter was referring to but indicates that the patient's device settings were increased while in the ICU. The patient was discharged on (B)(6) 2015. The following physician that the patient's daughter provided stated that the patient had not been seen in his office since (B)(6) 2013. The patient's current following physician is unknown. No other medical professionals have been identified to obtain additional relevant information regarding this medical event.